Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A physician was attempting a cerebral coiling, but she did not feel comfortable proceeding because air kept getting into the catheter system. Had gotten into the vessel with the guide catheter and micro catheter system, but were never able to inject to shoot any pictures. When she attempted to draw blood back from the side port of the 2 way stopcock connected to the tuohy on the guide catheter system, a significant amount of air bubbles could be seen entering the chamber. Double-checked to make sure that all valves were tightly connected to seal from any leakage, but were certain that the source was the tuohy. On the back entrance of the tuohy you can never completely close the valve off, even when no wire or catheter is hanging out of it. The rep noticed this on the micro catheter system as well, when you close the valve off there is visible leakage from the IV flush bag (with or without a micro wire inserted through the tuohy), slowly but definitely enough to make certain that when drawing back with a syringe that is where the air is coming from. In the old tuohy, you could have a wire hanging out the back end of it, but if you closed the valve there would be no leakage. Tried disconnecting and reconnecting the entire system, even switching out the penumbra guide catheter system to an envoy guide just to rule out any other possibilities but were unable to solve the air issue. At this point, dr aborted the procedure, because she did not want risk injecting air into the vessel. Additional info provided on (B)(6) 2013. The rep has confirmed that the "old tuohy" reference by the customer was another MFR's device. The pt will require an additional embolization procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.